Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, infuses too quickly, which was not reproduced during evaluation. The unit was found to deliver within design specification: rate = 200 ml/hr, vtbi = 50 ml, delivery = 48.945ml (-2.11%). Additional flow rate tests were performed using the following parameters. Test results: rate = 40 ml/hr, vtbi = 10 ml, delivery = 9.571ml (-4.29%). Rate = 100 ml/hr, vtbi = 25 ml, delivery = 24.157ml (-3.372%). Rate = 400 ml/hr, vtbi = 100 ml, delivery = 97.875ml (-2.125%). Rate = 800 ml/hr, vtbi = 200 ml, delivery = 196.097ml (-1.9515%). Rate = 999 ml/hr, vtbi = 250 ml, delivery = 243.872ml (-2.4512%). Physical inspection of cams found that no grease was applied during initial production. Cam residue was found on the camshaft, motor, and top plate. Upon disassembly of the mechanism assembly, wear was found on the valves and fingers. The reported symptom was caused by lack of grease on the cam lobes. The camshaft, valves, and fingers will be replaced. (B)(4).

Event description:
It was reported that the reported over infusion occured with 0.9% normal saline solution infusing at a rate of 60ml/hr. The customer reported no patient injury and no medical intervention provided as a result of this over infusion event.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused too quickly during therapy (medication, programmed amount and delivery rate unknown) in the intensive care unit. Any patient injury or medical intervention is unknown.